Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired and the cause of death was unknown. The outcome was not considered as device or therapy related. An autopsy was not performed, and the pump was not explanted for evaluation. It was communicated that due to patient privacy laws, the managing hospital will not communicate any further patient outcome information. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away and the cause was unknown. Based on a review of available patients record and a request for patient outcome, there were no device issues at the time the patient was lost to follow up. The outcome was not considered as device or therapy related.